Manufacturer narrative:
Approximate age of device ¿ 2 years and 6 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was admitted on (B)(6) 2018 with a suspected gastrointestinal (gi) bleed and drop in hematocrit (hct). Anticoagulation was held and the patient was transfused. Video capsule found no site of bleeding. Virtual colonoscopy found no bleeding, no masses. The gi bleed resolved around (B)(6) 2018.

Manufacturer narrative:
A correlation between the device and the reported gastrointestinal bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.